Event description:
It was reported that during an inferior vena cava filter placement procedure, the filter was allegedly cannot be moved and filter cannot be released. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali products that are cleared in the us. The pro code and 510 k number for the denali products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. One electronic video was provided and reviewed. The video shows healthcare professional holding the storage tube along with the filter in one hand and pusher rod in another hand, the healthcare professional is noted to push the filter from the storage tube by using the pusher rod. It seems the filter is not popping out and also, it was noted that the pusher wire is detached from the pusher rod. Therefore, based on the video review the reported failure to advance and identified detachment issues can be confirmed. A definitive root cause for the failure to advance and detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 08/2026) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.